Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs (B)(4).

Event description:
The hospital reported a malfunction causing a system shutdown during a case resulting in a loss of mechanical ventilation. The unit restarted and case completed. There was no patient injury.